Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock one day post implant. A non-sustained episode was first recorded. Two minutes later the device delivered the inappropriate shock. It was reported that the patient was watching television on their hospital bed at the time of shock delivery. The device was programmed to secondary vector and smart pass had been automatically disabled due to low r-wave amplitudes. Noise was able to be recreated in secondary vector, but not in primary. The device was reprogrammed to primary vector and smart pass was programmed back on. No adverse patient effects were reported.